Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator (ipg), (B)(6) 2011; 5092, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported the device and leads were removed due to infection with vegetation on the leads. A new device and leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The segment measured 39.5 cm. No anomalies were found. There was blood on the distal conductor of the lead and it was obstructed. The outer insulation on the lead was extrinsically breached due to melting and it developed cosmetic metal ion oxidation while in vivo. The outer insulation of the lead also developed cosmetic environmental stress cracking while in vivo. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.